Event description:
Patient was undergoing embolization procedure for cerebral artery aneurysm with penumbra coil 400 system. The coil was advanced with a penumbra pxslim045 to the aneurysm in the left a-com artery. The physician then decided to withdraw the coil from the patient because he could not frame it in his own image. He could not fully remove the coil from the pxslim045, and thought the coil had become unraveled, so he decided to remove both the coil and pxslim045 together. A filament like strand was seen at the y-connector of the pxslim045, but the coil was not attached, and the physician believes this was the sr wire. He inspected the pxslim045 with fluoroscopy and found the coil remained inside the catheter, confirming the coil ruptured. The physician tried to finish the procedure with another company's coil, but failed to frame the coil in his image again. The operation was then concluded with no adverse effects on the patient. Physician's comment: "sr wire was not unraveled, but separated from the coil."

Manufacturer narrative:
Results: the proximal constraint ball and coil stretch resistant (sr) wire are missing from the coil. The pet lock on the proximal end of the pusher assembly is broken. The coil and pusher assembly are non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the physician had trouble retrieving the coil in the middle of the pxslim045. After evaluating the returned product, it appears that the sr-wire was broken during the procedure. It is likely that when attempting to pull the coil back out of the patient, the force exerted on the coil exceeded the tensile strength specification of the coil sr wire material, causing the wire to break and the coil to detach. The distal portion of the pxslim045 shaft is ovalized. It is unknown when this ovalization occurred. It is possible that the catheter ovalization created the difficulty moving the coil through the catheter and caused the excess tensile force placed on the coil sr wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00279.